Event description:
Clinical report states the pt was revised due to loosening of the acetabular cup.

Manufacturer narrative:
Examination was not possible, as the product was not returned. A search of the complaint database found no prior reports for this part and lot number combination. Provided info states the product was implanted for thirteen years. Based on the investigation, the need for corrective action is not indicated.